Manufacturer narrative:
(B)(4).

Event description:
It was reported that low, out of range, high voltage lead impedance was observed via remote transmission. When the patient presented in-clinic for a routine follow-up, interrogation revealed the lead impedance trends were all stable and within range other than the two out of range measurements. The patient is asymptomatic will continue to be monitored.